Manufacturer narrative:
According to available information, this device remains implanted and in service. A technical service consultant estimated the remaining longevity greater than five years. The patient with this device is not pacemaker dependent. No device malfunction was reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received additional information that this device was successfully explanted from the patient due to normal battery depletion with no further allegations made against it. No additional adverse patient effects were reported.

Manufacturer narrative:
This product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that during a follow up visit, during interrogation this device longevity and gas guage readings revealed inappropriate readings. A technical service consultant was contacted. No adverse patient effects were reported.